Event description:
The account alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found that the side rail latch mechanism was stuck. The account cleaned and lubricated the side rails latch mechanism to resolve the issue.